Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. Father is calling on behalf of the customer. The expected fasting blood glucose test result range is 100-120 mg/dl. The customer did report symptoms of pallor, vomiting, shakiness and weakness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Father states that daughter was hospitalized around (B)(6) 2017. Father does not know the exact date. Customer was hospitalized for 3 nights for dka. Customer does not remember much details regarding the visit, test and treatment performed at the hospital. Customer could not find that meter as he purchased another one at that time. The product is not stored by customer according to specification in the bedroom and sometimes in purse. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.